Event description:
Customer reported waking up with blood glucose readings of 32 mg/dl and stated that they treated with juice. Customer declined troubleshooting. Customer also mentioned a lost sensor alarm. Customer's blood glucose reading at the time of the call was 236 mg/dl. No further information reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.